Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Do not have enough information to determine the current state of the implant.

Event description:
It was discovered in a medical journal that a patient was found to have an infection of the incision site during a one month post operative follow up.